Manufacturer narrative:
Received one device. Verified complaint in alarm history. Also found a log for a "a2d reference voltage bgnd test". Potential causes for the system failures are a faulty main circuit board or an issue with the pressure/force sensor. Found the ribbon cable for the pressure/force sensor to be pinched. Replaced both the main circuit board and the pressure/force sensor. Recalibrated all sensors and loaded standard 1a12 configuration. Device passes all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a "travel rev error and d2a offset voltage background (bgnd) test". The event occurred during testing; there was no patient involvement.